Event description:
The patient's left leg was moving up and down during the diffusion, the child then woke up and tried to crawl out of the magnet. Child was resedated and arm movements began during the dwi sequence. Scan was aborted, child remained unconscious. Dates of use: 2007. Diagnosis or reason for use: r/o brain tumor. Event abated after use stopped: yes.